Event description:
Information received by medtronic indicated that customer experienced high blood glucose. The customer¿s blood glucose level was 540 mg/dl. The customer¿s current blood glucose value was 320 mg/dl. The customer did experienced symptoms of high blood glucose value. It was unknown that how the customer treated high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Customer returned pump for alleged high bgs on event date 03-may-2022. The insulin pump passed active current measurement, sleep current measurement test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test, however, insulin pump failed self test. The insulin pump passed dat at 0.08720 inches. P-cap locks properly into the reservoir compartment, however, damage was noted to the retainer ring. Pump error var 03 alarmed on 09/13/2022 10:05:23.000 during self test due to a hardware issue. Unable to verify high bg's. Pump was cut open to perform visual inspection and found¿evidence moisture damage¿on pcb1. The following were noted during visual inspection: pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, keypad overlay texture damage, scratched case, damaged display window cover, broken belt clip rails, serial number label missing, partially detached retainer and cracked retainer. Unable to verify high bg's. Pump error var 03 alarmed during self test due to broken trace u1 pin6 on keypad assembly. Moisture damage noted on pcb1. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.